Event description:
It was reported that the fiber blocked in standby mode @ 0 joules. 0 minutes time expended. The procedure was completed with turp. There was ¿no damage to the patient¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture proximal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap is burnt at the location of the fracture; the outer flow tubing is melted at the location of the fracture. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.